Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the that the drawer latch was faulty, and the inseparable magnet was absent. The field service engineer replaced the latch and the inseparable magnet, subsequently confirming that the issue has been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer did not closed. The customer reported that due to this malfunction, the user obtained the necessary medication from a different station. There were no adverse events or injuries reported based on this incident.